Manufacturer narrative:
Patient identifier . Age & date of birth . Patient sex . Weight . Ethnicity . Race . Implanted date - device not implanted. Explanted date - device not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal device did not deploy. They stated that they believe the foot plate and suture are still in the angio-seal sheath and was never delivered into the patient. There were no adverse effects to patient. Manual pressure was used to complete the closure and the procedure outcome was successful. There was no harm to the patient, and they were discharged on (B)(6) 2020. There were no other devices or equipment used with the reported product. Additional information was received on 11sept2020. The procedure performed for the patient prior to use of closure device was a diagnostic cerebral angiogram. A 5fr procedural sheath was used. A pre-deployment angiogram was performed. They stated that insertion became slightly difficult when transition from the arteriotomy locator/sheath went in, however they were expecting slight tightening due to upgrade in sheath size from 5fr diagnostic working sheath to 6fr angio-seal sheath.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One 6fr angio-seal vip device was returned for product evaluation. The hemostasis sheath was returned mated with the carrier tube assembly. The locator and guidewire were returned as well. Visual inspection revealed that the carrier tube assembly was found to be mated with the hemostasis sheath and the deployment sleeve was in the full rear lock position with the color bands fully exposed. The anchor had not fully exited the distal tip of the hemostasis sheath as would be expected when the deployment sleeve was in the rear lock position. Microscopic analysis of the distal tip of the sheath revealed that the anchor was still present within the sheath. There were no anomalies were noted with the returned guidewire and locator. No other visual anomalies were noted. Upon this realization, the device was subjected to functional testing. The deployment sleeve was manually moved into the forward lock position, which caused the anchor and distal tip of the carrier tube to become exposed. The deployment sleeve was then moved into the rear lock position and the anchor posted to the sheath. The anchor did not slide back into the sheath through monofold. The digital force was then applied to the anchor and the suture with collagen was released along with the tamper tube. There were no functional anomalies noted with the device. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. Based on the investigation results it is likely that the device cap was not placed in the full forward lock position or an obstruction to the anchor posting to the distal tip may have caused the reported event. However, the exact cause of the reported event cannot be definitively determined based on the available information.